Event description:
Customer response received on 09sep2025. There was no harm or serious injury to the patient or hcp.

Manufacturer narrative:
Annex e and f codes updated due to new information received on 09sep25.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1: address information was not provided; therefore, (B)(6) was used as the state.

Event description:
This MDR captures "this is the second incidence with the 18 gauge catheter this has happened in two weeks". "Upon placement of an 18 guage piv in a patient, the safety button to retract the needle from insyte autoguard bc (shielded IV catheter with blood control technology) IV catheter was pushed, but blood flowed backwards out of catheter. Blood spilled onto patient, bed, and floor prior to quickly connecting the catheter to IV fluids. This is the second incidence with the 18 gauge catheter this has happened in two weeks". Customer response received on 22aug2025: unfortunately, I am unaware of the date of the first incident and do not have the product or lot information available.